Manufacturer narrative:
An endoscopy support specialist (ess) visited the site on (B)(6) 2023 to provide reprocessing in-service. The scope was manually cleaned and reprocessed on (B)(6) 2022. Water was not aspirated through the instrument/suction channels with a suction pump. The site had no abnormalities with the reprocessing accessories. Endozime slr was used as the detergent during cleaning. The forceps elevator was brushed and flushed. The automatic endoscope reprocessor (aer) was an oer elite. The detergent used was endoquick and the disinfectant used was acecide-c. All channels were connected with tubes when the scope was connected to the aer. The scope was stored in a sterile drape. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii duodenovideoscope had an unexpected contamination. There were no patient infections. The scope was maintained in quarantine. The scope was not etq sterilized prior to sampling for the study. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory destructive investigations final report and the device evaluation. The device was sent to an independent laboratory for destructive sampling and culturing. Destructive sampling took place between december 22, 2022, and january 19, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The inner side of the arm cover and the area between the external sheet and the arm cover had growth of micrococcus yunnanensis and micrococcus luteus. The instrument channel had growth of bacillus megaterium and micrococcus luteus. The device was returned to an olympus for evaluation after destructive sampling. The forceps elevator/lever wire was cut. The plastic distal end cover body was damaged, and the arm and arm cover were missing. The nozzle, bending section cover, and bending section cover glue were missing. The scope leak check, plastic distal end cover insultation, guide wire tension test, and catheter test could not be performed due to missing parts. Corrected data: a visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an olympus oer-elite automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for (3) colony forming units (cfus). The following microorganisms were identified; kocuria rhizophila, acinetobacter radioresistens, pantoea septica. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Acinetobacter radioresistens is a gram-negative coccobacillishaped bacterium. It was first mainly isolated from the environment (i.e. Soil) and later also from human skin. It is a rare agent of human disease and only described rarely in literature as being isolated from human clinical specimen. Kocuria rhizophila is a gram-positive coccus. It can primarily be found in soil surrounding plant roots. Pantoea septica is a rod-shaped gram-negative bacterium. Some of the first pantoea genus members were recognized as plant pathogens but since then, pantoea strains have been frequently isolated from many aquatic and terrestrial environments. No information was provided on the end time of the endoscopic retrograde cholangiopancreatography (ercp) procedure. Therefore, no conclusion was possible regarding potential delays observed during the end of the ercp procedure and beginning of reprocessing and any potential impact on the observed contamination. The microorganisms (micrococcus yunnanensis, micrococcus luteus, and bacillus megaterium) identified during destructive sampling did not match nor confirm the originally identified acinetobacter radioresistens (high concern) nor kocuria rhizophila (low concern) or pantoea septica (low concern). Acinetobacter radioresistens is identified as a high concern organism per the olympus protocol, though not per the food and drug administration (FDA) definition for the study. Based on the sponsor¿s literature research, acinetobacter radioresistens has so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. Based on all of the microorganisms identified during sampling being of environmental origin, it could be concluded that the observed contamination may not have been related to the previous patient use, but most likely had been attributable to the reprocessing and / or sampling environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.